Event description:
(B)(4). Initial report received on (B)(6) 2007 and follow-up info received on (B)(6) 2007: (B)(4). This report was received from a consumer via our affiliate in (B)(4). This report involves a (B)(6) female pt who received two applications of sculptra (poly-l-lactic acid) on 10(B)(6) 2007 to fill her facial sulcus (dosage was not reported). Medical history includes two previous injections with botox in the region of her eyes and hypertension. Concomitant medications include botox, losartan potassium and hydrochlorothiazide. This pt reports that she was administered two applications of sculptra and did not achieve the desired effect. Since (B)(6) 2007, she is experiencing a hematoma in the region of her neck and under her eyes. She believes the physician who performed the injections did not apply it correctly. The pt was contacted on (B)(4) 2007 and stated that the reaction improved, but she is not completely recovered. The pt's physician has knowledge of this case and according to the pt; she said the reaction could be caused by a blood vessel that was reached. Her contact data was not provided.

Manufacturer narrative:
(B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches market in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.